Event description:
It was reported that during service and repair, the renasys go pump, had bad odor and could not generate and control negative pressure. No case involved.

Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. Visual inspection reported damage to the casing, and a bad odor. The functional evaluation found the device failed to generate negative pressure, establishing a relationship between the device and the reported event. The root cause identified as a defective vacuum pump and maintenance issues. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.